Manufacturer narrative:
Evaluation summary: one used forcetriad was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. The reported condition was not confirmed in memory nor duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure there was a problem with the unit's ligasure port 1 leading to a patient receiving a burn. Additional details, including devices in use with the unit, were requested but no further information was provided.